Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that drive support cap was damaged. Type of damage was crack. Damage occurred because battery cap got stuck several times and battery cap was very damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The drive support disk was inspected and no anomaly noted. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).